Manufacturer narrative:
Further investigation of the device determined the reed switch sw5 to be faulty and that this was the cause of the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not respond on opening or closing the lid. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device cannot be repaired, and a warranty replacement will be sent to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not respond on opening or closing the lid. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.